Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #607092. According to the available information this inflatable device was implanted on (B)(6) 2020 and removed/replaced on (B)(6) 2020 due to a pump malfunction. Additional information received from the rn indicated: ¿pump broken¿. Additional information received from the territory manager indicated: ¿from the information I¿ve gathered, the photographs depict damage to the pump without any propagation after explantation.¿ a titan pump was received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb, between ribs 1 and 2. The end of the pump bulb was fully separated from the rest of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be from a smooth tear, indicating stress was exerted. Not all testing was able to be performed due to this separation noted. Based on examination of the returned product, it was concluded that the smooth surfaces associated with the separation in the pump bulb indicates that sufficient stress(s) may have been exerted on the pump bulb to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. The photograph received revealed that the end of the pump bulb was not fully separated after explant. The full separation most likely occurred after explant. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump malfunction/breakage. The top of the pump bulb was visibly separated from the body of the pump per inspection of photo provided. The device was removed.